Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of manufacture is unknown.

Manufacturer narrative:
The returned meter powered on with button press and strip insertion. No power issue with the strip port was observed and no errors were observed. No new issues were observed. The complaint is not confirmed.

Event description:
A customer reported his freestyle flash meter was not turning on with the test strip. On (B)(6) 2011 at approx. 2am, the customer reported he was sleeping and his blood sugar dropped to 36 mg/dl. The customer stated "it had something to do with the medication he was taking at the time; the dosages were too high." He experienced a loss of consciousness, paramedics were summoned, and the customer was transported to the hospital. Treatment with glucose was administered, and the customer was diagnosed with hypoglycemia. The customer reported treatment with "pills, water and sugar", which was a change from his normal treatment medication. There was no report of death or permanent injury associated with this case.